Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that the impella 5.5 guidewire was unable to advance due to previously placed aortic graft. Implantation of the pump was aborted. No patient harm was reported.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of delivery issue was not determined due to lack of clinical details, no product (gw) returned for analysis.